Event description:
It was reported that while a patient was installing a radar device, she felt a sudden pain at the implantable neurostimulator (ins) site and in the leg and the fecal incontinence symptoms returned. It was noted that an impedance control was done and impedances involving the case were greater than 4000 ohms. All other impedances were ok. It was reported that the patient was ok and the fecal incontinence symptoms disappeared. It was noted that device longevity remained at 4-5 years.

Manufacturer narrative:
(B)(4).